Event description:
On (B)(6) 2010, a literature report from (B)(6) was retrieved describing a (B)(6) female who rec'd an injection of restylane (cross-linked hyaluronic acid dermal filler). Noh, seongmin, roh, mi ryung, lee, sang ju. Risk of postinflammatory hyperpigmentation with fern pattern technique in injecting hyaluronic acid gel. J. Cosmet. Dermatol. 2010 9 (3) :249-250. Medical history included a prominent nasolabial fold. The pt's skin type was not reported. Concomitant medications were not reported. On an unk date, the pt rec'd an injection of restylane (amount injected not reported) to a prominent nasolabial fold. On the upper part of the nasolabial fold, basic linear threading techniques of intradermal injections were performed. For the lower part, novel fern pattern technique was performed, which required multiple injections compared to the basic linear threading technique. Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On an unk date, after the implantation, the pt experienced mild erythema at the upper part of the nasolabial fold and pruritus and erythema at the lower part of the nasolabial fold. On an unk date, two weeks after the implantation, the pt developed postinflammatory hyperpigmentation (pih) on the lower part of the nasolabial fold. Although, the line itself was corrected, residual pih resulted in a more visibly apparent shadow-like appearance in the lower part because of the pigmentation, which made the pt dissatisfied. The authors concluded that the dermatologist should be aware that although this technique is very satisfactory in correcting dynamic facial line, it could result in pih that may aggravate the appearance of the folds. No add'l info was provided. The lot number and expiration date were not reported.

Manufacturer narrative:
Add'l PMA: p040024.